Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test due to buttons not responding. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump stopped working and the keypad stopped responding. The customer's blood glucose level was 297 mg/dl. Customer was treated with a shot from a syringe. The customer did not troubleshoot for high blood glucose level because of button error. The customer was advised to discontinue use of the pump and revert to backup plan. The device will be returned for analysis.